Event description:
The medical center reported that the product has changed. The strap had been a soft material with a silky texture, where current product's strap is more of a canvas material and very abrasive. The strap has caused pts to complain and damage their skin.

Manufacturer narrative:
The strap for this device changed from a (B)(4) material to a (B)(4) material four years ago. This change was made due to the (B)(4) strap being too flimsy and thin causing it to get entangled in the buckle. The (B)(4) strap provides more security. This issue was determined to be a customer preference and no further action has been taken at this time.